Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and false asystole events.